Event description:
It was reported that the customer experienced a low blood glucose (bg) of 42 mg/dl; cause was unknown. Due to the bg level the customer lost consciousness. Customer required assistance consuming carbohydrates to address bg level. A replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.